Manufacturer narrative:
Alleged failure: within the first two minutes of our first case, the crossfire console provided by the trials team began to emit smoke in the operating room coinciding with the use of the 90-s cruise wand. Both the reps and staff in the room were under the impression that the console had caught on fire due to the strong smell. We had to immediately halt the procedure to turn off the crossfire2 and powerup the smith and nephew console. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the crossfire console began to emit smoke in the operation room. The reps and staff in the room were under the impression that the console had caught on fire due to the strong smell.

Event description:
It was reported that the crossfire console began to emit smoke in the operation room. The reps and staff in the room were under the impression that the console had caught on fire due to the strong smell.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.